Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Smartablate generator, model # m-4900-07, s/n: (B)(4). Smartablate pump, model # m-4900-08, s/n: (B)(4). Pentaray nav eco catheter, model # d-1282-08-s. Soundstar eco catheter, model # m-5723-15. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-ablation, the patient became hypotensive, and the tamponade was found via ultrasound. A pericardiocentesis was performed with an unknown amount of fluid withdrawn. The patient was not under general anesthesia at the time of the injury. It is unknown if extended hospitalization was required, but the patient recovered fully. The physician¿s opinion is that the injury was procedure related. There are no known patient factors that may have contributed to the adverse event. No transseptal puncture was performed. No sheath was in use. No anticoagulants were administered. Approximately 30 minutes of ablation took place at the site of injury, with the most recent cycle time being 5 minutes. The generator was in power control mode with a temperature cutoff of 40 degrees celsius. At the time of injury, the temperature was 32 degrees celsius, and the power at 35 w. Power delivery was not titrated. The catheter flow setting was 17 ml/min. Spi values are unknown. The catheter was not in close proximity to another catheter at the time of the injury. The catheter was zeroed after the initial warm-up phase, and re-zero was achieved prior to the last ablation. No error messages presented on any biosense webster equipment during the case.